Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. Patient reported poor communication , further stating when recharging the ins recharger showed reposition antenna and then the recharger shut off. Patient stated stimulation did shut off but not in the past year, further stating it was because they were not able to recharge. Patient stated the antenna over heated 2-3 times and stated they did not know why it kept happening. The insr antenna was reported to be damaged. Patient reported it takes a long time to recharge, sometimes 8 hours. Patient stated they can usually get about 6 coupling bars but sometimes a couple go away. Patient noted they were able to recharge the ins a few days ago, and stated the recharger itself charges fine. Troubleshooting could not be done due to lack of access to product. No patient symptoms were reported. An email was sent to repair department. No further patient complications were reported/ anticipated as a result of this event.